Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed to acquire a 12 lead on a pedi patient in transport. It was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.